Event description:
Reporter indicated a vns programming handheld was frozen at the main screen. Troubleshooting did not resolve the issue. The handheld has been returned to the MFR and is pending product analysis.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.